Event description:
The pt reportedly experienced intermittencies between her external equipment and the implant. External equipment was exchanged and programming adjustments were made. However, the problem was not resolved. Surgery to explant the pt's device is under consideration.